Event description:
It was reported that the customer's insulin pump had a partial display, and it looks like there is a crack under the screen. Customer's blood glucose level at the time 142mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump display had missing segments due to cracked and bleeding display glass. The functional testing could not be performed due to the cracked glass. The insulin pump had minor scratches on the display window, cracked case at the display window corner, scratched case, cracked battery tube threads and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.